Event description:
A canadian customer had his blood glucose tested using a lab test and the result was 4.4 mmol/l (72 mg/dl). He also tested his blood glucose using his contour link meter and received a reading of 14.0 mmol/l (252 mg/dl). The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.